Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary the root cause of the placement signal issue was a defective optical pressure measuring unit.

Event description:
Clinical narrative: impella cp was inserted via the left femoral artery in a 55-year-old male patient presenting with acute myocardial infarction and cardiogenic shock status post cardiopulmonary resuscitation. The patient required ventilatory support, multiple inotropes, and vasopressors prior to initiation of support and was reported to be in scai shock stage e. Following initiation of support, the automated impella controller (aic) displayed an optical sensor system error. The customer contacted the clinical support center (csc) and troubleshooting was performed, including transition to a backup aic. After approximately 30 minutes of support, the initial impella cp device was successfully weaned and removed. A replacement impella cp device and aic were inserted via the same access site without complication. Aic optical sensor system error resulted in a temporary delay in therapy during device exchange. There were no reports of hemodynamic instability or adverse clinical impact during this period. Following replacement, the second impella cp and aic functioned as intended at p-8 with flows at 3.5 liters per minute, with no recurrence of malfunction for the remainder of support (~40 hours). The patient remained in scai shock stage e throughout the event. While on support with the second impella cp and aic, the patient¿s family elected to withdraw care, and the patient expired. The death is being conservatively reported on the aic, however, based on the available information, the outcome is most likely attributable to the patient¿s underlying critical illness and advanced disease state present prior to initiation of impella support and is not related to device performance.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Additional information has been provided in b5.

Event description:
The original impella cp device was placed and providing support, however, was explanted and replaced with a new pump via guidewire re access port due to optical sensor error alarm. The original automated impella controller (aic) still displayed the same alarm, so the replacement impella cp device was transferred to a second aic at which point the alarms disappeared.